Manufacturer narrative:
(B)(4). Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit also received with cracked case(battery tube), cracked case corner of belt clip rail corner and missing serial number label.

Event description:
The customer reported via phone call that the insulin pump was crack at the back side. The customer¿s blood glucose level was 270 mg/dl. Customer reported that the after swimming they found that the insulin pump was crack. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.